Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # 6302-1-054 lot # hofm description: vitalock cluster shell 54mm. It is not known at this time, if any of these devices may have caused or contributed to the event. Medical records and x-rays were not provided to co for review.

Event description:
It was reported that the arthroplasty was revised due to femoral and acetabular loosening. No evidence of manufacturing related failure. All components were revised. The components were implanted in situ for 1/4 y. The pt presented with a ucla score of 1 three months prior to revision surgery.